Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by continuous glucose monitor (cgm) on (B)(6) 2017. There were no irregular bolus requests. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause low bg levels. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 52-53 mg/dl. The customer declined to provide further information and reported to have already discussed the low bg with a healthcare provider.